Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: h6, h11. The following sections were corrected: h6. H11: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A review of manufacturing data was performed, and no discrepancies were found. A definitive root cause was unable to be determined; however, was likely due to the reported loosening, prosthesis wear, or due to the inclusion of the polyethylene in the packaging recall. Failure of the cement used to secure the femoral and/or tibial component to the respective bone, may have lead to loosening at the cement-implant and/or cement-bone interface; however, this cannot be confirmed. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, excessive posterior slope, third body wear, patient-related conditions, instability, or any combination of these possibilities. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10 concomitants: (B)(6), 200-04-22 - (disc) cemented finned t ib. Tra sz 2f/2t. (B)(6), 234-02-02 - (disc) optetrak asy,ps cemented femoral, sz 2, (B)(6), 21-0901-19l-v1 - hall lpi90x13/21x1.19 nueva (v193-119-90). (B)(6), 21-0901-19y-v1 - stryker lpi s7/6/5/4 h.sierra 90*13/21*1,19. H3: the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that this patient's left knee was revised approximately 8 years 6 months post initial operation. Patient was experiencing premature wear and a fracture of the polyethylene with mechanical loosening of the implant secondary to massive osteolysis. Patient was revised to a competitors device.